Event description:
This ra lead was implanted on (B)(6) 2011. A call to technical services on 10/26/2011 states that they are revising the lead for an unknown reason. Revision will be at (B)(6) hospital with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)